Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and eight months post-deployment, computed tomography of abdomen and pelvis with contrast demonstrated that there was caval perforation. Grade 3 perforations of the 4, 5, and 6 o¿clock struts to abut anterior superior osteophyte at l3. Several grade 1 perforations. No substantial tilt. Apex of filter did not touch the wall of inferior vena cava. No migration. No fracture or missed struts seen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately five years and eight months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.